Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for follow up the wand slipped off the during testing and the device went into backup vvi mode. After a firmware download, the device was reset to nominal settings. The patient did not experience any complications and physician decided the patient did not need cyber security upgrade..